Event description:
A report was received that the patient experienced some pain and irritation at the anchor site. The patient underwent a revision procedure wherein the anchor was repositioned. The patient was doing well postoperatively.